Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system detected noise on the shocking and ventricular rate/sense electrograms. Therefore, an invasive procedure was performed at which time insulation damage was observed on both the atrial and ventricular leads. The entire ICD system was removed and returned to guidant for analysis.